Event description:
It was reported that the chronic left ventricular (lv) lead dislodged from the lateral vein off the coronary sinus. The physician attempted to implant the 1st replacement lv lead however, it dislodged from the target vessel and was removed after multiple replacement attempts. The physician attempted to implant the 2nd replacement lv lead however, was not able to cannulate the target vessel. The physician attempted to implant a 3rd lv lead however, was unable to cannulate the target vessel. The physician planned for an epicardial placement at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary -the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m55 lead, (B)(6) 2013; 5076-45 lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.